Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis, mild calcification and heavy tortuosity. Pre dilatation was performed with a semi compliant 2.5x12 mm balloon at 12 and 14 atmospheres (atm) and then the 2.75x38 mm xience prime stent was implanted at 10 am. Post dilatation was performed per standard procedure with a 3.0x8 mm nc balloon at 12 and 14 atm. A distal edge dissection was noted and a 3.0x12 mm xience v stent was used to treat the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.